Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not clean the area prior to performing therapy. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with vancomycin (intraperitoneally, 2g, every 4 days). On a later date, the patient was discharged from the hospital. Treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient stopped cleaning their exit site which is what led to peritonitis that was manifested by abdominal pain/discomfort along with thick and syrupy effluent. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.